Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occured at the beginning of a routine hemodialysis treatment. The operator was unable to resolve the alarm and discontinued treatment without performing rinseback due to clotting, resulting in an estimated blood loss of 190cc. Heparin was not administered as the patient has heparin induced thrombocytopenia. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator failed to rinseback the patient's blood following an unrecoverable alarm. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the venous pressure alarm cannot be determined, however facility staff decided to administer heparin for subsequent treatments, suggesting there is no evidence of a device malfunction. The user's guide states possible causes of venous pressure high alarms as kinked or clamped venous patient line or possible clotting of the venous access. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event nxstage medical considers this report closed. No additional information will be provided.